Manufacturer narrative:
H2/h3/h6: the system was serviced and passed all tests. Hardware parts were replaced. Codes 10, 120 and 4307 are applicable. D10/h2/h3/h6: the battery and ups were returned and analyzed. The battery measured 52.35v, upon return. The battery was bench tested with the ups. The battery was tested for a period of twenty four hours and no issues were observed. The units stayed running throughout the duration of testing. Codes 10, 213 and 67 are applicable. The ups was bench tested, along with the accompanying battery. The unit was tested for a period of twenty one hours and no issues were observed. All outputs measured normal voltage and the power switch functions, as intended. Codes 10, 213 and 67 are applicable. The return provided the lot number of the battery as 1933 and the lot number of the ups as 19230257. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: battery 9735773 48v s8 svc, lot # unknown ups 9735787 main cart s8 svc, lot # unknown. (B)(4).

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was being set up for a procedure when it began to beep then lost all power. The site rebooted the system and tried another wall outlet to be sure and the issue occurred again. This was reported outside of a procedure. There was no patient involved.